Event description:
Syringe cap leaked thru center can expell liquid from syringe by applying moderate pressure to cap thru defective middle of rubber. Discovered before product released from pharmacy. Lot possibily 060724412, but likely 060756880.